Event description:
It was reported that while using bd ultra-fine needle u-100 insulin syringe foreign matter was discovered in barrel. The following information was provided by the initial reporter: fm floating inside of the barrel. A mother discovered a floating fm inside of the barrel while preparing for injection. Growth hormone ample was wasted and wants to get compensation for that.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 6mm syringe with approximately 34 units of a clear liquid in the barrel. Customer states that there is fm floating inside of the barrel. The returned syringe was examined and exhibited a dark piece of material floating in the liquid inside the barrel. The liquid was expelled from the barrel with it noted that it was difficult to expel the liquid from the cannula, indicating that there may be a clog in the cannula. However, no dark material was observed to come out of the barrel when expelling the clear liquid. A small portion of this dark material remaining in the barrel was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone. A review of the device history record was completed for batch# 9308799. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The investigation concluded the foreign material is a combination of polypropylene and ink from a syringe barrel most likely resulting from material accumulation on a vent cover in the air conveyance system. The material likely entered the product flow as a direct result of the piping cleaning process: there is positive air pressure at the vents when the system is operational. The material could only enter the system during cleaning as the cleaning solution could cause the material to cluster together and enter the unpressurized piping if not adequately cleared from the vent during the cleaning process. CAPA#2270448 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd ultra-fine needle u-100 insulin syringe foreign matter was discovered in barrel. The following information was provided by the initial reporter: fm floating inside of the barrel. A mother discovered a floating fm inside of the barrel while preparing for injection. Growth hormone ample was wasted and wants to get compensation for that.